Manufacturer narrative:
An employee was in the process of unloading the sterilizer when the transfer carriage became unstable and fell to the ground. The locking mechanism for the front wheels did not lock properly to the docking station in front of the evolution sterilizer. All instruments present were reprocessed prior to use in procedures. The technician found the docking bracket, which locks the loading car to the sterilizer when it is loaded or unloaded, was damaged. The technician adjusted the sterilizer's trim panel and replaced the docking station. The technician returned the transfer carriage to service and no additional issues have been reported. The technician counseled user facility personnel on the proper use and operation of the transfer carriage.

Event description:
The user facility reported that their 54" atlas transfer carriage legs would not lock properly. No report of injury.

Manufacturer narrative:
Upon further investigation, it was revealed that only the sterilizer's docking station was replaced. Due to the damaged of the transfer carriage, the user facility elected to replace it. The transfer carriage subject of the reported event was removed from service. No issues have been noted with the replacement transfer carriage.